Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of dried blood/body fluid throughout the lumen, the helix was retracted and several cuts were observed in the lead insulation. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A pressure test of the outer insulation was not performed due to the cuts in the insulation. The lead did not pass the guidewire test due to the presence of blood/body fluid. Analysis concluded that the cuts in the insulation were likely due to induced damage during explant.